Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/ or reoperation: capsular contracture baker grade unknown and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent breast reconstruction revision surgery with two unspecified textured gel breast implants experienced bilateral capsular contracture baker grade unknown and rupture post procedure. Patient stated that both implants were constricted. As a result, patient underwent bilateral removal and replacement with an unspecified textured right gel breast implant and a 250cc mentor memorygel left breast implant on (B)(6) 2011. This medwatch form is for the left breast prosthesis.